Manufacturer narrative:
Terumo received the sternal saw power unit (motor) and confirmed that it would not function. We determined that the internal plastic motor housing was damaged. This condition ultimately led to the reported failure. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that there was a short in the sternal saw cord. No pt injury was reported.